Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation pcb's were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. There is no report of death or serious injury.